Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. The 95% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. Predilatation was performed with a non bsc balloon, and the 3.0 x 24mm promus element stent delivery system was advanced, but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). A visual and microscopic examination identified distal stent damage. Struts on the first row were raised and misaligned. A visual and microscopic examination identified kinks along the entire length of the hypotube. No issues were noted with the tip and balloon sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).